Event description:
I began having pain and swelling in my left breast implant area. Also, sharp, tight pains shoot across the area. I have allergan natrelle 410 highly cohesive breast implants after a double mastectomy form breast cancer. I am awaiting an appointment with my surgeon to access the situation. FDA safety report ID # (B)(4).